Manufacturer narrative:
Device details unavailable at the time of this report, this report is submitted on march 01, 2018, (B)(4).

Event description:
It was reported the patient sustained an impact to the implant site resulting in a loose abutment and subsequently underwent surgery to revise the skin and place the abutment back in the or.